Manufacturer narrative:
The insulin pump failed during the displacement test and alarmed for a motor error during the rewind due to a motor encoder signal out of phase. A cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(6) mfg site has been assigned a medwatch number from the (B)(6).

Event description:
It was reported that the insulin pump alarmed motor error and a motion sensor test failure. Customer had an MRI but took off the insulin pump. Customer is not able to complete the rewind sequence. Customer stated that it sounds like it is rewinding and then alarms motion sensor test failure, which has happened about 8 times. Blood glucose value is 323 mg/dl and has not been treated. Nothing further reported.